Event description:
The suspect device results was 437 mg/dl. The user went to the hosp because they didn't feel hyperglycemic. At the hosp two lab tests were done and the results were 93 and 140 mg/dl. They were food deivce was repalced and requested to be returned for eval. Strips were expired.